Event description:
It was reported by service report that the brakes would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the brakes would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This complaint was reported involving a product for which stryker is not the manufacturer. The manufacturer for the product was identified and a letter has been sent to the food and drug administration informing them of this complaint.